Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was inserted successfully into the vena subclavian, but not used immediately. After a while it was noticed that blood was running back in the cvc (central venous catheter). As a result, the catheter was exchanged for a new one. When they examined the removed cvc during flushing, a leak was detected in the distal third of the catheter. They do not know if this caused a delay in treatment. There was no pt death and no pt complications were reported. The pt outcome was okay. Add'l info received on (B)(6) 2011 stated the leak was detected during flushing after the catheter was removed, not while in use. They do not know if the catheter was flushed while in the pt.